Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The consumer reported issues with 3 adc freestyle libre sensors, all with unknown serial numbers. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported experiencing contact dermatitis with 3 adc freestyle libre sensors, despite using an unspecified skin barrier. However, there was no report of emergent self-treatment or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.